Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The first prostyle device was deployed and preplaced as intended. Reportedly, during use of the second prostyle, a cuff miss [suture retrieval issue] occurred since the plunger was not depressed completely. A third new prostyle device was used; however, another cuff miss occurred due to the heavy calcification. A fourth prostyle device was deployed and pre-placed at 9 o¿clock without issues. The sheath was upsized to a 16f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The account reported calcification at the access site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.